Manufacturer narrative:
Elecsys hcg+beta - the lot number is 838105. Elecsys probnp ii - the lot number is 841692. The expiration dates were not provided. The customer stated that they received "sample short" alarms, even though the patient sample tubes were full. The field service engineer performed a 6-month maintenance procedure and replaced the sample probe, reagent probe, tubes, and mixer. He performed adjustments and verified the analyzer's performance. The customer replaced the patient sample tubes, which gave questionable results on the analyzer. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg+beta and elecsys probnp ii results from three patient samples tested on the cobas e 801 analytical unit. Patient sample 1 hcg+beta on (B)(6) 2026: the initial result was 0.77 miu/ml. This result was deemed a false-negative. On (B)(6) 2026: the repeat result was 649.1 miu/ml with a data flag. Patient sample 2 probnp ii on (B)(6) 2026: the initial result was < 10 ug/ml. The repeat result was 1300 ug/ml with a data flag. Patient sample 3 hcg+beta on (B)(6) 2026: the initial result was 0.565 miu/ml. The repeat result was 288.8 miu/ml with a data flag.

Manufacturer narrative:
The investigation included a review of the data provided by the customer: the calibration results were within the specified ranges. The customer stated that the qc results were within the specified ranges. The customer stated that they received several "sample short" alarms. The customer stated that the event occurred after they switched to a new brand of patient sample tubes. The patient samples were rerun on patient sample cups, which gave the correct results. The customer has returned to using the previous brand of patient sample tubes, which has resolved the issue. The investigation determined the event was due to a preanalytic issue at the customer's site (incorrect patient sample tubes). The investigation did not identify a product problem.